Manufacturer narrative:
Samples were drawn into plastic bd lithium heparin tubes with gel and was centrifuged at room temperature in a swing bucket centrifuge. Qc levels 1 and 3 were out of specifications high prior to the event. Qc processed after the event resulted with qc level 1 out of range high and qc level 3 within specifications. Per customer, qc was not correlating well between the 2 instruments and customer was performing patient correlations between the 2 instruments. A field service engineer went on-site (B)(6) 2008. Fse reseated heater connector for transducer on pipettor#3 and recalibrated transducer. Fse ran system check and carryover, performed calibration and ran qc and noted no result issues. Bci followed up with this customer on (B)(6) 2008. The customer stated that temperature issues are impacting accutni patient results between the 2 instruments. The customer stated there is an air inlet and outlet vent above the dxi instrument. The customer is also working with the site's environmental services staff to assist in regulating the temperature better in the laboratory. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 - (B)(6) 2010 of complaints for additional reportable events.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding troponin (accutni) results generated by the unicel dxi 800 access immunoassay analyzer which exceeded the assay's imprecision claims on one patient. The results provided by the customer are shown. No reports of death, injury, or change to patient treatment have been reported in connection with this event.